Event description:
It was reported that the unit had a burning smell at start of operation. No pt or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been received by MFR for eval. F/u will be filed based on investigation results, if necessary.